Manufacturer narrative:
(B)(4). Lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer model 37743, serial# (B)(4). Recharger model 37752, serial# (B)(4).

Event description:
The ins became overdischarged and a power on reset (por) occurred. This was the first overdischarge; the patient did not use the device. The physician mode recharge (pmr) was done at home. The patient experienced a shocking and overstimulation sensation when attempting to use the patient programmer (sensations lasted 5 min) and while charging the ins (sensations lasted 1 hour). Neither the patient programmer nor recharger could turn the stimulation off. The stimulation was stopped by re-initiating the trickle charge sequence. After the por reset, the patient got good coverage at a comfortable level. It was noted that no malfunctions were seen and no intervention was needed.